Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and out of range impedance measurements. Reasonable evidence suggest a lead malfunction. In a different situation, this malfunction could impact the delivery of critical therapy and may c/c to death or si. Lead remains in service no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and out of range impedance measurements and exhibited noise and oversensing as the device was changed to unipolar pacing. In a different situation, this malfunction could impact the delivery of critical therapy and may c/c to death or si. Lead remains in service no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.